Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that they were not sure why they had pors in the past. No additional information was reported. Patient's weight was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported the patient had been through pors ¿a number of times¿ and the last time they had this their ins was reset at the doctor¿s office. No symptoms were reported. No further complications were reported/anticipated.